Event description:
It was reported that the colonovideoscope's washing machine was leaking and cannot be washed. There was no leakage during manual testing. This occurred during reprocessing. There was no patient involved.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.